Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The additional evaluation findings were as follows: due to a pinhole in the bending section rubber, water tightness was lost, due to damage on the insertion pipe, insulation resistance value did not meet the standard value, the adhesive on the bending section cover had a chip, due to damage on the forceps elevator lever, bending section could not be firmly fixed, the video connector cable was deformed, the video connector case had a crack, and the video connector case was deformed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root cause. However, it is likely the following led to the malfunction: stain or else on the electrical contacts of the system may have caused the subject event since the subject event did not recur in the inspection. The event can be detected by following the instructions for use which state: instructions, operation manual chapter 3 ¿preparation and inspection¿ section 3.8 ¿inspection of the endoscopic system¿ describes how to inspect for the subject event as below. ¦inspection of the endoscopic image confirm that the endoscopic image is displayed normally in wli and nbi observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope had a poor connection and a (no image) error occurred. The issue was found during preparation for use for a therapeutic procedure that was completed with a similar device. There were no reports of patient harm.